Manufacturer narrative:
Product complaint : (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? What is the lot number? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. During the procedure the luer locks on the applicator would not open. Another second like device was used to continue with the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal?: if not, how many times have they used vistaseal prior to this event?: this surgeon very familiar with vista seal. Have used at least (B)(4) times prior. 2. How many times have they applied the laparoscopic tip?: 75+ cases. 3. Was a sales representative present during the case when the issue was experienced?: not in these 2 particular cases, but I have been there for others. 4. What is the lot number? : unknown. 5. Was any leakage or product solution observed at the luer locks connection?: no. 6. Were there any unexpected outcomes or complications as a result of the event? No. 7. Are there pictures of the damaged device available?: no. 8. Did this event, the lure locks on the applicator would not open, occur in two separate procedures. The procedure captured in pc-(B)(4) and one additional patient event (y/n)?: yes if so; -was that event also reported to ethicon? If so, provide the respective reference number. There were 2 different cases reported to ethicon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.